Event description:
Fri 11/29/2024 12:00 pm. Subject: broken needle in bag of 10 needles. I went on a trip 300 kms away and brought 6 needles with me. I use the freestyle libre 2 blood glucose scanner to test my blood and if the test results are out of range or if I eat any food, I have to take a needle with insulin in it. I throw my needles away after each use into a sharps container. I went to use my last needle in my diabetic blood glucose test kit and I saw the needle was broken and I am out of town in a new city. I had to go to an unfamiliar pharmacy and purchase a box of needles. Can you do anything for me to help pay for the needles and the hour of my time to go to a new pharmacy and buy a box of needles please? Thanks.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.